Manufacturer narrative:
Adverse event: international medical device regulators forum (imdrf) adverse event reporting . Health effect clinical code: no clinical signs, symptoms or conditions. Health effect impact code: no health consequences or impact. Medical device problem code: no display/image. Component code: display. Type of investigation: testing of actual/suspected device. Investigation findings: no device problem found. Investigation conclusions: conclusion not yet available.

Event description:
Pentax medical was made aware of a complaint on (B)(6) 2021 that occurred in the operating room during use in the united states. The reported complaint of "no image, scope cuts out-flickering during exam." Involving pentax medical video processor, model epk-i5010-us, serial number (B)(4). . The reporter noted that the image was also flickering during the examination. No serious injury or death of a patient or user was reported. Good faith efforts(gfe) attempts have been made to the user to gather additional details about the reported events on march 17, 2021, march 22, 2021. The customer owned processor was received by pentax medical for evaluation on 06-apr-2021. The endoscope was inspected by pentax medical service under service order (B)(4) and the technician documented the scope connector handle loose but was unable to duplicate the customer complaint on (B)(6) 2021. Pentax medical model epk-i5010-us, serial number (B)(4), has been serviced one time prior at a pentax facility since the device was put into service on 27-mar-2017. The endoscope is awaiting repair or approval by final qc as of 11-apr-2011. The investigation is currently in-process.